Event description:
Rectal tube inserted on admission (non-ballooned) and replaced during admission. Needed as was unable to have nasogastric tube related to epistaxis. Rectal tube needed for lactulose administration. Patient suffered lower rectal bleed from a rectal ulcer requiring clipping.